Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See also MFR report number 2032227-2010-81085.

Event description:
The customer stated that she was treated by the paramedics due to a low blood glucose reading of 29 mg/dl. The customer stated that the sensor glucose reading was 96 mg/dl. Explained the possible causes for blood glucose and sensor glucose discrepancies. Troubleshooting was performed, and the transmitter passed. Nothing further was reported.